Manufacturer narrative:
The device has not been returned and an investigation is required.

Event description:
The patient reported a malfunction with the inogen at home unit. She was experiencing difficulty breathing, with a rapid respiratory rate and an oxygen level of 82% while using her portable oxygen concentrator (poc). Due to her condition, the patient was unable to troubleshoot the issue and requested that 911 be called. A reportability assessment was completed, and all required reporting submissions were made. Three subsequent attempts by inogen were made to contact the patient but were unsuccessful.